Event description:
Customer reported her insulin pump has many cracks and the screen is coming loose. Customer's blood glucose is 157 mg/dl. She stated the plastic screen cover pops off due to a significant crack on the front. The device has been dropped and bumped a few times, from normal wear and tear. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked display window corners, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube. The display window was not pop off. No moisture damage on electronics noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.